Event description:
Chronic inflammation, arthritis, muscle aches (muscles never recover) fatigue, exhaustion, degenerative disk, symmetrical body alignment, frozen shoulders, nerve pain in chest, back and leg, swollen lymph node under arm and groin, cold hands and feet, tingling in head, headache, tightness in chest and neck, nerve in neck bulges on left side, limited range of motion in neck chest and shoulders, cyst on right clavicle bone, lump o n left side of neck. FDA safety report ID # (B)(4).